Manufacturer narrative:
Isi has reviewed the site¿s system logs with procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci surgical procedure, fragments from the prograsp forceps instrument allegedly broke off and fell inside the patient. Although the fragments was retrieved without patient harm, at this time it is unknown what caused the instrument breakage to occur.

Event description:
It was initially reported that approximately 20-25 minutes after a da vinci-assisted radical abdominal hysterectomy procedure had started, the distal metal portion of the prograsp forceps instrument allegedly broke. According to the initial reporter, the instrument was gripping and the ¿uterus was suspending.¿ the initial reporter claimed that the instrument breakage was not caused by internal or external conflicts. Some instrument fragments reportedly fell inside the patient¿s pelvis but were retrieved during the same procedure. During the reported event, the surgical staff could not extract the prograsp forceps instrument from the cannula. The surgical staff attempted to extract the instrument with the use of an instrument release kit (irk) but was unsuccessful. In order to proceed with the surgical procedure, the surgical staff disconnected the cannula from the arm and then removed the instrument from the arm. During this process, no damage occurred. The surgical staff replaced the trocar and utilized another prograsp forceps instrument to complete the procedure. No patient harm / further complications were reported.. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information regarding the reported event: due to the alleged instrument issue, the surgical procedure was prolonged by approximately 15 minutes which led to ¿minimal administration¿ of ¿extra drug¿ (i.e. Anesthesia) as anesthetic was being administered by continuous intravenous infusion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with the reported event. Failure analysis noted that the instrument was found to have a broken main tube at the distal end. A broken piece measuring roughly 0.32¿ x 0.11¿ in size was not returned. The known common cause of this failure is mishandling/misuse. The cannula and cannula seal were returned with the instrument, stuck on the shaft of the damaged main tube. Based on the current information provided, this complaint is no longer deemed reportable due to the following conclusion: the instrument damage found by failure analysis can be attributed to user misuse/mishandling. Therefore, there is no indication that the device malfunctioned in a way that could contribute to an adverse event if it were to recur.